Event description:
My dexcom g7 sensor showed my glucose as mildly low all day. I was eating more to get my blood sugar up until it wouldn't budge, so I tested it with a meter. I was over 600 and ended up in the emergency room at my local hospital.